Event description:
It was reported that the patient experienced burning at the pocket site. The patient felt the burning sensation more while lying down. The patient was going to turn their stimulation off and see if sensation dissipates and then possibly reprogram. The patient did not have a fall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2012 (B)(6) product type lead product ID, 37744 serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information: it was reported that the patient had pain/tingling sensation near his battery. The patient felt a burning sensation when he leans over or bends down near the top/let side of his battery. The patient turned his device off at the request of the manufacturer's representative. The pain still comes and goes when the device is off. The patient currently had their device on. Additional information has been requested, but was not available as of the date of this report.